Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial biopsy procedure. It was reported that during the case, the site had the system plugged into a red outlet and the system powered down. It was noted that the plug was not fully seated in the outlet. The site re-seated the cable and the issue was resolved. The manufacturer representative notified the site about the issue with the outlet. There was a less than 5 minute delay to the procedure and no impact to patient outcome as a result of this issue.